Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced undesirable level of pain. The spinal cord stimulation (scs) battery runs out very quickly and was not holding a charge. The device was reprogrammed. Etiology indicated the relationship of the event to the device, therapy, or implant procedure was possibly related. The outcome was reported as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the patient was reprogrammed on (B)(6) 2018 which resolved the charging problems. It was further stated that the device was reprogrammed twice. The cause of the battery not holding a charge was not determined. The outcome was resolved without sequelae. Etiology indicated the event was not related to the implant procedure.